Event description:
It was reported that the patient underwent a tlif at l5 to s1 with posterior instrumentation.using rhbmp-2/acs within a peek cage. It was reported that post-op the patient has suffered from severe and permanent bodily injuries, pain and suffering, severe emotional distress, and permanent spinal nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately one year six months post-op, the patient underwent CT for lumbar spine without contrast due to spinal fusion and back pain. The patient reported pain as stabbing, burning, shooting @ l5, s1 shooting burning numbness through the right buttock and ail the way through right leg down to foot and toes. It shows: helical images are obtained from t12 through s3 with sagittal and coronal reconstruction. Vertebral bodies demonstrate normal height. Spinal canal and foramina are patent from t12 through l4 levels. There is a tiny calcific focus within the right kidney. This could represent either a tiny calculus measuring a few millimeters in diameter or represent vascular calcification. At l4-l5 level. There is annular disc bulge and mild facet arthropathy without compromise of the canal, recesses, or foramina. At l5-s1 level, posterior transpedicular fusion screws are seen. Interbody graft is present which projects along the anterior aspect of the thecal sac and along the right foramen, causing mild-to-moderate right-sided foraminal stenosis. Posteriorly the spinal canal has been decompressed by laminectomies. Both recesses are patent. Sagittal and coronal reconstructions reveal solid anterior interbody fusion. There is also solid posterior intertransverse process fusion at this level. On (B)(6) 2012, approximately two years seven months post-op, the patient also presented with numbness in her leg and weakness especially with hip flexion. On (B)(6) 2012, (B)(6) 2013, the patient also reported muscle aches, balance difficulty, tingling/numbness in the right leg. On (B)(6) 2013, approximately three years seven months post-op, the patient also reported muscle aches, balance difficulty, severe weakness and tingling/numbness in bilateral lower and upper extremities. On (B)(6) 2013, approximately three years seven months post-op, the patient presented with lower back pain radiating into right leg. Assessments: sciatica; postlaminectomy syndrome. She also reported muscle aches, balance difficulty, severe weakness in bilateral lower extremities. On (B)(6) 2014, approximately four years five months post-op, the patient continued to experience low back pain radiating to her right leg area and is exacerbated by sitting. She also reported muscle aches, balance difficulty, severe weakness in the right leg and tingling/numbness.

Event description:
It was reported that on (B)(6) 2010 the patient presented with chief complaint of back pain. On (B)(6) 2010 the patient underwent posterior lateral arthrodesis l5-s1; interbody arthrodesis l5-s1; posterior instrumentation l5-s1; insertion of biomechanical device l5-s1; local autograft for fusion and; allograft bone for fusion. Patient was discharged home five days post-op. On (B)(6) 2010 the patient called reporting increased pain shooting down her right leg, increased pain in posterior right hamstrings, weird sensation in 2nd and 3rd metatarsals of right foot.

Manufacturer narrative:
(B)(4). Image review: (B)(6) 2009 head CT axial views show multiple axial views of the skull show normal relationships without axis deviations. The study terminates proximal to the occiput-c1 articulation. 8/30/2010 lumbar MRI sagittal t2 views show normal disc morphology down to l5 without stenosis, disc herniation or significant annular bulge. There has been an interbody fusion at l5/s1 using interbody spacer, pedicle screws and rods. Considerable increased signal remains within the area of the anterior spinal canal directly posterior to the l5 disc on the right, up into the l5 body and down into the sacrum. It is generally in the area of the placement track of the capstone spacer. Axial views show profound osteolytic response ventral to the right l5 pedicle. It has absorbed approximately 25% or the l5 and s1 bodies and the remaining cortex shared with the spinal canal is expanded centrally and into the region of the l5 foramen deflecting both the l5 and s1 root slightly. On (B)(6) 2011 lumbar CT scout film shows l5/s1 posterior interbody fusion. Pedicle screws and rods are present along with interbody spacer. Instrumentation is again seen at l5/s1. Bridging bone appears to be present about the crescent spacer. The right s1 screw appears to penetrate the medial wall of the s1 spacer. In addition there is an area of expanding osteolysis along the insertion track of the spacer. This is sits in the location of the exiting l5 root potentially displacing the root. No central stenosis centrally is noted. Central decompression has been performed at this level. Posterolateral fusion bone is noted about the facets particularly on the left. 3d views do not add to the presentation. Sagittal view verifies the expansile osteolytic area as noted above.

Event description:
It was reported that on (B)(6) 2009 the patient suffered from lower back pain during work. The patient was diagnosed with strain. On (B)(6) 2009: the patient presented with severe back pain which got locked while working. The patient was diagnosed for back strain. On (B)(6) 2009 the patient came for a follow-up with complaints of severe right leg pain, numbness right foot. The patient was diagnosed for radiculopathy. On (B)(6) 2009 as per medical records, the patient had cyst on eyebrow. On (B)(6) 2009 patient presented for an office visit due to spinal stenosis, lumbar very slowed gait. Antalgic. Favoring the right leg. On (B)(6) 2010: spine evaluation: lumbar spine: no scars or lesions. She had full flexion pin with extension. Assessment: l 5 pars fracture. Lumbar stenosis at l5 - s1. Lumbar disk degeneration at l5 - s1. Right lower extremity sciatica. On (B)(6) 2010: patient presented for back pain, cardiac murmur. On (B)(6) 2010 the patient presented with the following discharge diagnosis: l5-s1 spondylosis, stenosis. On (B)(6) 2010 patient presented for an office visit to refill medicines. On (B)(6) 2010:x-rays of lumbar spine demonstrate the l5-s1 pedicle screw instrumentation with interbody cage in good position. No lucency noted. On (B)(6) 2010 the patient came for an office visit. On (B)(6) 2011 the patient came for a follow-up visit. On (B)(6) 2011 the patient presented with complaints of persistent low back pain and right leg pain after fusion. Decreased sensation in l5-s1 distribution. On an unknown date in (B)(6) 2011 the patient underwent MRI of lumbar spine status post laminectomy and fusion at l5-s1. There is fusion hardware artifact noted. There was a gadolinium-enhanced t2 hypointeruse mass which 7 appears to occupy her all of the right l5 lateral recess. There appears to be deviation of the right l5 and s1 nerve roots. There was minor facet arthropathy. On (B)(6) 2011 the patient came for a follow-up visit. On (B)(6) 2011 the patient came for a follow-up visit. On (B)(6) 2011 patient presented for the medical advice. Patient had the following allegations: stress fx spine, fx 15 and s1, herniated 4 discs mood disorder, bipolar. On (B)(6) 2012 the patient came for a follow-up visit. On (B)(6) 2012 the patient came for a follow-up visit with chronic pain. On (B)(6) 2012 the patient came for an office visit with constant pain throughout her lower back that radiates into her right leg. CT scan was performed shortly thereafter demonstrating postsurgical changes, moderate foraminal stenosis and calcium as opposed to fluid being present.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient sustained an industrial accident. On (B)(6) 2010: patient underwent l5-s1 fusion. On (B)(6) 2010: the patient underwent MRI of the lumbar spine. Findings: postoperative changes at the l5-s1 level revealing the l5-s1 fusion. There is also a 1.6 x 1.7 cm collection of fluid in the right l5-s1 neural foramen creating mild mass effect on the right aspect of the thecal sac. It appears to represent a seroma or cyst. The right s1 nerve root is slightly displaced posteriorly. Mild disc bulge atl4-5 level. On (B)(6) 2010: the patient presented with low back pain and right lower extremity radiating pain, numbness, tingling and weakness. On (B)(6) 2010: the patient presented with the following preoperative diagnoses: status post l5-s1 fusion; lumbar spondylosis; lumbar d egenerative disk disease; l5-s1 postoperative seroma; right l5-s1 radiculitis. The patient underwent a right l5 and s1 transforaminal epidural steroid injection as well as an l5-s1 seroma aspiration, which yielded minimal serosanguineous fluid. No patient complications were noted. On (B)(6) 2014: the patient presented with right lower extremity pain. The patient¿s CT done on a previous date shows a large osteophyte growing from the interbody spacer into the right l5-s1 foramen and compressing the right l5 nerve root. On (B)(6) 2014: the patient presented to or with the following preoperative diagnoses: previous l5-s1 fusion; osteophyte on the right l5-s1; right leg pain. The patient underwent the following procedures: removal of rod and locking screws on the right side for stryker instrumentation; a redo hemilaminecotmy and drilling down the osteophyte compressing the right l5 nerve root and the foramen; replacing the rod and locking screws on the right hand side; c-arm fluoroscopy with physician and radiologic interpretation done under general endotracheal anesthesia. Per the op notes, the fusion was solid but there was bone over the area of the l5-s1 foramen. This was drilled into andlaterally, and a kerrison punch was used to decompress from pedical to pedical and out laterally. No patient complications were noted. On (B)(6) 2014: the patient was discharged home.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: patient presented for pre-operative evaluation. Surgeon scheduled tlif at back (B)(6) 2010; patient underwent c-arm examination for more than one hour. On (B)(6) 2010: patient underwent x-ray of lumbar spine for status post fusion. Findings: the vertebral body heights and alignment were intact. There was posterior fusion with rods and pedicle screws at ls-s1, with a l5-s1 disc spacer in a place. The other disc heights were preserved. There was a posterior paraspinal drain in a place. There were prominent bowel loops, probably post surgical in nature. On (B)(6) 2010 the patient presented with the complaints of back pain and tightness with radiating pain into right posterior thigh and calf and burning sensation in the right foot. She also gets shooting pains in her right leg. On (B)(6) 2010: (B)(6) 2011 patient presented for limited follow up. Assessment: spondylolysis; lumbago (B)(6) 2010; a CT scan showed minimal compression of the exiting l5 nerve root by a calcified likely bmp seroma mass, but there was not severe compression of the l5 nerve root and her fusion was solid. On (B)(6) 2012 the patient presented for an evaluation. The patient had moderate to severe discomfort through out the examination. The pain was generally across her low back and radiates down the posterolateral aspect of the right lower extremity. She reported persistent paresthesias. On (B)(6) 2012 the patient presented for a follow up. On her independent medical examination, there were findings suggesting functional, psychological contributions to her symptoms, including an inconsistent response to straight leg raising, variable motor power in the right leg and a generalized non dermatomal distribution of right leg numbness, not consistent with the slight impingement on the right l5 nerve root shown on MRI and CT scans. On (B)(6) 2013: the patient presented with status post low back pain radiating to the right side, buttock, back of thigh, skin and root. Patient underwent MRI of lumbar spine and comparison was made to the prior MRI (B)(6) 2009. On (B)(6) 2013: the patient presented with lower pain radiating into right leg. Assessments: sciatica; post-laminectomy syndrome, lumbar region. On (B)(6) 2013: the patient presented with a complaint of right leg pain. Assessments: radiculopathy, lumbar. On (B)(6) 2013: the patient presented with chief complaint of extremity burning pain, numbeness, tingling, weakness in the rle since previous transforaminal fusion at l5-s1. On (B)(6) 2014: the patient underwent CT of thoracic spine without contrast.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2012: the patient presented with back pain, right leg weakness. Assessments: postlaminectomy syndrome, lumbar region; sacroiliitis, not elsewhere classified. (B)(6)-2013: the patient presented with lower back pain radiating down right leg. Assessments: postlaminectomy syndrome, lumbar region; sciatica. (B)(6)-2013: the patient presented with preop diagnosisof post lumbar laminectomy syndrome. The patient underwent transforaminal l5 under fluoroscopic guidance. (B)(6)-2013: the patient presented with lower back pain radiating down right leg. Assessments: postlaminectomy syndrome, lumbar region. (B)(6)-2013: the patient presented with preop diagnosis low back buttock and leg pain. The patient underwent transforaminal l5 under fluoroscopic guidance; lumbar epidural steroid injection under fluoroscopic guidance. (B)(6)-2013: the patient presented with lower back pain radiating down right leg. Assessments: postlaminectomy syndrome, lumbar region. (B)(6)-2011: the patient underwent CT exam lumbar spine without contrast. There is a tiny calcific focus within right kidney. At l4-l5 level, there is annular disc bulge and mild facet arthropathy without compromise of the canal, recesses, or foramina. At l5-s1 , posteriorly the spinal canal has been decompressed by laminectomies. (B)(6)-2013: the patient presented with lower back pain radiating into right leg. Assessments: postlaminectomy syndrome, lumbar region; lambago; sciatica. (B)(6)-2013: the patient presented with lower back pain radiating into right leg. Assessments: sciatica; postlaminectomy syndrome. (B)(6)-2013: the patient presented with lower back pain radiating into right leg. Assessments: postlaminectomy syndrome, lumbar region. (B)(6)-2014: the patient presented with low back pain radiating down the right leg. Assessments: postlaminectomy syndrome, lumbar region; lumbago; sciatica. (B)(6) 2001: the patient underwent echo/doppler test. Conclusions: a.lv chamber size, wall thickness wnl. B. Lv systolic function intact c. Rv wnl. D. Atria: wnl e. Valves: valves structurally intact. F. No shunts trace mr, trace pi (B)(6) 2007: the patient presented with s-lac finger. (B)(6) 2009: the patient presented with back pain. (B)(6) 2011: the patient presented with ankle injury. (B)(6) 2011: the patient presented with ankle injury and underwent x-rays for the ankle. (B)(6) 2012: the patient presented with chronic back pain. (B)(6) 2012: the patient presented with leg numbness and chronic pain and underwent multiple assessments. (B)(6) 2012: the patient presented with back pain. On (B)(6) 2009 patient underwent MRI for lumbar spine. Impression: 1. No significant lateralizing disc herniations or limiting central spinal or neuroforaminal stenosis seen throughout the lumbosacral spine. 2. Slight broad-based posterior to l3-l4 and l4-l5 central protrusions. 3. Bilateral mild l5-s1 facet joint degenerative arthropathy. 4. Possible unilateral left l5 spondylolysis. Correlation with an oblique x-ray projection of the lumbosacral spine could be considered to assess for a possible pars defect. On (B)(6) 2009 patient presented with low back pain and right leg pain. Doctor's assessment was right lower extremity radiculopathy, l5 pars fracture and l5-s1 arthropathy. On (B)(6) 2009 patient underwent translaminar epidural steroid injection and lumbar fluoroscopy. Patient's diagnosis was lower back pain with right lower extremity radiculopathy. On (B)(6) 2010 patient presented with continued low back pain and right leg pain. Doctor's assessment was l5 pars fracture and right lower extremity radiculopathy with lumbar stenosis. On (B)(6) 2010 patient underwent translaminar epidural steroid injection and lumbar fluoroscopy. Pre-operative diagnosis was low back pain with radiculopathy. Procedure was completed and patient tolerated well with no pain or complication. On (B)(6) 2010 patient presented with continued low back pain and right lower extremity pain. Doctor's assessment was l5 pars fracture, lumbar stenosis at l5-s1, lumbar disk degeneration at l5-s1 and right lower extremity sciatica. On (B)(6) 2010 patient underwent chest x-ray which showed no active cardiopulmonary process. (B)(6) 2010: preoperative diagnosis was l5-s1 lumbar spodylolysthesis, l5-s1 stenosis, sciatica. Patient underwent l5-s1 decompression, instrumentation and fusion. Per op notes, the skin was incised and l4, l5 and s1 spinous processes as well as laminaof l5 and s1 were identified. A rongeur was used to remove the spinous process of l5 and part of the spinous process of s1. Partial laminectomy at l5 and partial laminectomy at s1 was completed. A 1/4 inch osteotome was used to remove the inferior articular process of l5. A facetectomy at the right was completed. 9 mm x 25mm curvilinear cage was prepared. A large bone morphogenic protein kit was opened and synthesized according to manufacturer protocol. One half of this bmp was inserted into the cage. Endplates were decorticated at the l5-s1 level. Cage was inserted in an appropriate manner. It had an excellent tight fit. The inserter was removed. Some of the morselized bone graft that was obtained from the laminectomy was morselized and placed anterior to the cage for fusion. A 7.5 x 45 screw was inserted into l5 and a 7.5 x 40 screw was inserted into s1. A 35 mm lordotic rod was placed between these screws. Setscrews were applied. Final locking was completed of the l5-s1 setscrews. On left side 7.5 x 45 mm screw was inserted into l5 anda 7.5 x 40 mm screw was inserted into s1. Sacral ala was decorticated. The remaining bmp and local autograft were fashioned into a fajita and placed lateral to the screws and packed into position. A 40 mm rod was then placed onto the screw heads. 30 ml of cancellous bone with the remainder of the local autograft were laid on the pars of l5 and l5-s1 facet joint. On (B)(6) 2010 patient underwent x-ray for lumbar spine which showed the vertebral body heights and alignment are intact. There is posterior fusion with rods and pedicle screws at l5-s1, with a l5-s1 disc spacer in place. The other disc heights are preserved. There is a posterior paraspinal drain in place. There are prominent bowel loops, probably post surgical in nature. On (B)(6) 2010 patient presented for first post-op visit. Doctor's assessment was that the patient is progressing well. On (B)(6) 2010 patient presented with posterior leg pain and occasional back pain. Doctor's assessment was status post right-sided l5-s1 tlif. Per doctor, the patient is progressing at a normal pace. Patient underwent x-ray foe lumbar spine. Impression: stable postoperative appearance. No spondylolisthesis. On (B)(6) 2010 patient presented with right foot stinging issue. Doctor's assessment was status post l5-s1 posterior interbody fusion. Overall the patient is improving. She does have these mild paresthesias in the right foot and tightness in her back and her right hamstring. She would be a great candidate for neurontin for neuropathic pain and a great candidate for starting physical therapy for the lumbar spine. On (B)(6) 2010 patient presented with occasional right leg pain and back pain. Patient underwent x-rays which demonstrate l5-s1 instrumentation. No lucencies noted. Intact interbody cage. On (B)(6) 2010 patient presented with low back pain. Doctor's assessment was 1. Lumbago 2. Spondylolysis 3. Thoracic, lumbosacral neuritis. Persistent pain four months after lumbar fusion for presumably spondylolysis. Neurologically intact. On (B)(6) 2010 patient presented with continued right leg pain. Doctor's assessment was status post l5-s1 tlif. Patient underwent x-ray of spine which demonstrates l5-s1 instrumentation with inner body cage. No movements in l5-s1. On (B)(6) 2010 patient presented with back pain and right leg soreness. Doctor's assessment was 1) status post l5-s1 tlif. 2) right-sided l5-s1 seroma. On (B)(6) 2011 patient presented with back pain. On (B)(6) 2011 patient presented for primary care. Doctor's assessment was 1. Back pain 2. Heart murmur 3. Routine medical exam. Doctor asked to discontinue tramadol. On (B)(6) 2011 patient presented with chronic right leg pain status post a lumbar fusion. She has an abnormal cystic area of fluid in the right l5-s1 foramen that does appear to compress the right l5 nerve root. On (B)(6) 2011 patient presented with low back and right leg pain. Doctor's assessment: patient continues to have severe right leg pain and a new MRI continues to show a lasion in the right l5-s1 foramen with compression of the right l5 nerve root. This is hard to know what this represents as a differential includes residual disc, scar tissue or graft material. Patient underwent MRI for lumbar spine. Impressions: compared to study of (B)(6) 2010, there is decrease in a minimally enhancing t2 hyperintense lesion seen in the right l5-s1 lateral recess/proximal right neural foramen. Currently lesion measures 12 mm where previously it measured up to 17 mm. Differential diagnosis may include a decreasing residual fluid collection versus disc material. Similar to prior study this lesion abuts the exiting right l5 nerve root. No significant central narrowing is seen. On (B)(6) 2011 patient presented for new MRI and limited follow up. Doctor's assessment was 1. Spondylolysis 2. Lumbago on (B)(6) 2011 patient underwent CT for lumbar spine without contrast. It shows: helical images are obtained from t12 through s3 with sagittal and coronal reconstruction. Vertebral bodies demonstrate normal height. Spinal canal and foramina are patent from t12 through l4 levels. There is a tiny calcific focus within the right kidney. This could represent either a tiny calculus measuring a few millimeters in diameter or represent vascular calcification. At l4-l5 level. There is annular disc bulge and mild facet arthropathy without compromise of the canal, recesses, or foramina. At l5-s1 level, posterior transpedicular fusion screws are seen. Interbody graft is present which projects along the anterior aspect of the thecal sac and along the right foramen, causing mild-to-moderate right-sided foraminal stenosis. Posteriorly the spinal canal has been decompressed by laminectomies. Both recesses are patent. Sagittal and coronal reconstructions reveal solid anterior interbody fusion. There is also solid posterior intertransverse process fusion at this level. On (B)(6) 2011 patient presented to discuss CT and for limited follow up. Doctor's assessment: 1. Lumbago 2. Spondylolysis on (B)(6) 2011 patient presented for refill. Doctor's assessment was back pain and parenthesia-numbness. On (B)(6) 2012 patient presented with back pain and for refill and follow up. Doctor's assessment was back pain and parenthesia-numbness and absence of menstruation. On (B)(6) 2012 patient presented with right shoulder pain. Doctor's assessment was: 1. Lower back pain 2. Joint pain, localized in the right shoulder on (B)(6) 2009 patient underwent x-ray for lumbar spine. Impressions: scoliotic curvature to the lumbar spine with preservation of vertebral body height and lordosis. If clinical signs or symptoms persist, consider MRI.

Event description:
(B)(6) 2009 the patient complained of severe low-mid back pain. She also complained of increased pain and stiffness in lower back, occasional aches, and numbness in to legs. Impression: lumbar spine spasm/strain (B)(6) 2009 the patient presented with intermittent complaints of back pain radiating into right buttock and posterior thigh. There was severe muscle spasm and tightness. Diagnosis: lumbar derangement. (B)(6)-2009: the patient sustained an industrial accident. She complained of intermittent right sided back pinching pain with decreased complaints of intermittent pain in the leg. (B)(6) 2009 patient reported intermittent central back pain and ache. (B)(6) 2009 the patient complained of pain mainly in thoracic spine/ cervical spine and in paraspinal m bilateral scapular area. As sessment: cervical, thoracic, lumbo-sacral spine pain with spasms; rle radiculopathy- resolved. On (B)(6) 2009 the patient presented with a history of right-sided numbness, decreased reflexes, lower back pain. The patient underwent MRI for lumbar spine. Impression: 1. No significant lateralizing disc herniations or limiting central spinal or neuroforaminal stenosis seen throughout the lumbosacral spine. 2. Slight broad-based posterior to l3-l4 and l4-l5 central protrusions. 3. Bilateral mild l5-s1 facet joint degenerative arthropathy. 4. Possible unilateral left l5 spondylolysis. Correlation with an oblique x-ray projection of the lumbosacral spine could be considered to assess for a possible pars defect. (B)(6) 2010 the patient complained of sharp back pain and gas pain in her abdomen. (B)(6) 2010 the patient complained of back shooting pain. (B)(6) 2010 the patient presented with complaints of back pain and tightness with radiating pain into right posterior thigh and calf and burning sensation in the right foot ((B)(6)). She also gets shooting pains in her right leg. (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, patient complained bilateral low back pain with symptoms radiating into right leg. Right leg weakness was improving. (B)(6) 2010, (B)(6) 2010, the patient continued to get radiating pain into thigh. The patient had increased tightness bilateral lumbar paraspinals, right more than left. (B)(6) 2010 patient complaining bilateral low back pain and right posterior hamstring pain. (B)(6)-2010: the patient presented with the history of right leg pain, numbness and right foot, previous lower lumbar spine fusion at l5-s1. The patient underwent MRI of the lumbar spine. Findings: postoperative changes at the l5-s1 level revealing the l5-s1 fusion. There is also a 1.6 x 1.7 cm collection of fluid in the right l5-s1 neural foramen creating mild mass effect on the right aspect of the thecal sac. It appears to represent a seroma or cyst. The right s1 nerve root is slightly displaced posteriorly. Mild disc bulge at l4-5 level. (B)(6) 2011 the patient presented for a narcotic refill and stated that she still has severe back pain. Assessment: back pain. (B)(6) 2011 the patient presented for a narcotic refill. Assessment: back pain; heart murmur (B)(6) 2011 the patient presented for a follow up and underwent echocardiogram. She reported that her legs swell bilaterally at night, and 2 weeks ago swelling was so bad an area on the lateral aspect of her right first toe began to blister and ooze. She reports numbness in legs, worse with sitting. Assessment: back pain (B)(6) 2011 the patient presented for narcotic refill for chronic low back pain/radiculopathy & paresthesias. Reports she has bilateral lower extremity paresthesias and radiation of pain down legs. Reports both her legs swell up, to the point she has had blistering in skin of toes (B)(6) 2012 the patient presented for a monthly follow up for chronic bilateral lower back pain, pain in bilateral upper buttocks & radiation of pain down rle. Also reports intermittent swelling in both feet, ankles. (B)(6) 2014 the patient was status post l5-s1 osteophyte removal and complained of back, right buttock pain, as well as some numbness down the posterior aspect of the rle. (B)(6) 2014 the patient presented for a follow up and complained of pain in limb. She also complained of significant incisional and right buttock pain. She also noticed occasional posterolateral rle pain to the knee and some burning pain and numbness along the right calf and dorsal aspect of the right foot. (B)(6) 2014 the patient presented for a follow up on degeneration of lumbar intervertebral disc. The patient had continued lbp/incisional pain as well as posterolateral rle pain to the knee with associated burning numbness of the lateral right calf and foot.

Manufacturer narrative:
(B)(4). Image review: on (B)(6) 2010 lumbar spine MRI with contrast. L spine mr with contrast is post operative. There is a fluid filled structure in the disc space and right l5-s1 foramen. This does not enhance. It does produce mass effect on the exiting nerve. Could be cyst versus seroma (B)(6) 2011 lumbar spine MRI l5-s1 fluid filled structure is again seen. May be slightly smaller. No other change noted from previous study impression: cyst versus seroma at l5-s1 foramen on right. No detail provided in description regarding patient complaint. Root cause indeterminate.

Event description:
It was reported that on (B)(6) 2008: patient underwent CT scan of the pelvis. Impression: the appendix was at the upper limits of normal in size. There was no evidence of inflammatory change in the region of the appendix or the cecum. No evidence of diverticulitis. Two oval areas of fluid attenuation in the right adnexa each of which measures 1.8 cm in dia. These probably represent right ovarian or adnexal cysts. The left adnexa was unremarkable. On (B)(6) 2008: patient underwent transabdominal scanning of the pelvis. Impression: normal pelvic ultrasound.

Event description:
It was reported that on (B)(6) 2015: patient presented with complaint of rash, slightly itchy present on outer left breast. Assessment: tinea versicolor.

Manufacturer narrative:
Image review: on (B)(6) 2014 intraop flouro l5 s1 tlif hardware placement appears appropriate. On (B)(6) 2014 listed as spine xray shows same intraop fluouro views. On (B)(6) 2014 CT l spine postop shows exuberant bony formation at l5 s1 posterior to the interbody graft with severe narrowing of the neural foramen. Fusion is probably complete. Hardware placement acceptable, may be a medial pedicle breach s1 r narrative impression: preop imaging not available, however post op CT shows extensive bony overgrowth posterior to the implanted interbody device at l5-s1 with foraminal compromise. Compared to the contralateral side, this root is quite compromised. Root cause: surgical technique. On (B)(6) 2009 head CT axial views show multiple axial views of the skull show normal relationships without axis deviations. The study terminates proximal to the occiput-c1 articulation. On (B)(6) 2010 lumbar MRI sagittal t2 views show normal disc morphology down to l5 without stenosis, disc herniation or significant annular bulge. There has been an interbody fusion at l5/s1 using interbody spacer, pedicle screws and rods. Considerable increased signal remains within the area of the anterior spinal canal directly posterior to the l5 disc on the right, up into the l5 body and down into the sacrum. It is generally in the area of the placement track of the capstone spacer. Axial views show profound osteolytic response ventral to the right l5 pedicle. It has absorbed approximately 25% or the l5 and s1 bodies and the remaining cortex shared with the spinal canal is expanded centrally and into the region of the l5 foramen deflecting both the l5 and s1 root slightly. On (B)(6) 2011 lumbar CT scout film shows l5/s1 posterior interbody fusion. Pedicle screws and rods are present along with interbody spacer. Instrumentation is again seen at l5/s1. Bridging bone appears to be present about the crescent spacer. The right s1 screw appears to penetrate the medial wall of the s1 spacer. In addition there is an area of expanding osteolysis along the insertion track of the spacer. This is sits in the location of the exiting l5 root potentially displacing the root. No central stenosis centrally is noted. Central decompression has been performed at this level. Posterolateral fusion bone is noted about the facets particularly on the left. 3d views do not add to the presentation. Sagittal view verifies the expansile osteolytic area as noted above.

Event description:
It was reported that on (B)(6) 2001 the patient underwent x-rays of knees due to pain. That demonstrated no significant bone, joint or soft tissue abnormality. On (B)(6) 2001: the patient presented with a left ankle sprain. The patient underwent x-rays of ap, lateral and both oblique views were obtained. Bony relationships were normal, no fractures or other abnormalities were demonstrated. On (B)(6) 2005: the patient got hospitalized due to t-motor vehicle crash. The patient sustained some head injury, scale abrasions and a laceration on the back of her head. On (B)(6) 2008: the patient presented with complaints of abd pain. The doctor prescribed toradol as medication. On (B)(6) 2009: the patient sustained an industrial accident. On (B)(6) 2009: the patient presented with complaints of dizziness. On (B)(6) 2009: the patient underwent head CT without intravenous contrast due to dizziness. That demonstrated a normal non contrast head CT. On (B)(6) 2014: the patient underwent CT of lumbar spine without contrast due to back pain, that demonstrated post surgical changes in l5-s1, without CT evidence of loosening or hardware failure. On (B)(6) 2014: the patient underwent x-rays of chest as pre-op for lumbar spine surgery, that demonstrated a normal chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent radiological examination of the lumbar region for suspected radiculopathy in which ap, lateral, flexion and extension views were obtained. Findings: there are bilateral pedicle screws at l5 and si with an interbody spacer. Overall sagittal alignment is intact, and maintained in flexion/extension without evidence of dynamic instability. Vertebral body heights are maintained. The interbody spacer at l5 -s1 is unchanged in position. Coronal and sagittal bone alignments are intact. Vertebral body heights are maintained.